Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from a bd luer-lok¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: 7 loose 10ml syringes and 2 labels of 10ml syringes (just the label, no container) were received and reported to be from lot #5168622 (p/n 309605). Samples were visually evaluated. 1 syringe arrived filled with unknown fluid, 6 were empty and appeared unused. The used sample had fluid material between the ribs and past the second rib of the stopper. Leakage past stopper is a rejectable condition per product specification. 6 unused samples had leakage test performed. 2 of the 6 samples failed the test the first time, but not during a second test. Product defect confirmed based on sample evaluation. DHR review for batch #5168822 (p/n 309702): manufacturing dates: 5/21/2017 ¿ 6/24/2017. Batch quantity was (B)(4) pieces. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5168822 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: the barrels from lot #5168622 had slight taper in their walls per specification. It is a known condition that may have potentially contributed to the leakage past stopper condition. The tools have since been upgraded ¿ current production manufactures barrels with no taper walls. Therefore no additional corrective actions are necessary.